Manufacturer narrative:
This supplemental report is being submitted to provide correction to g4.olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the inner sheath peak was rattling. The issue occurred during reprocessing. There were no reports of patient harm.